Manufacturer narrative:
Maquet service does not have a maintainence agreement with this customer and all service is conducted by the hospital biomedical technicians. Manufacturer service representatives visited the customer after being informed of the incident. The service team examined the broken ring and found it to be worn and cracked. The ring was returned to the manufacturer for analysis and found to exhibit symptoms of stress fractures consistent with overtightening. Part info was provided to the customer at the time of the incident and they stated they would complete the required repairs themselves. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet provides product failure investigation, analysis and resolution for the device described in this report.